Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the main board malfunction likely led to the failure to scale appropriate pressure as well as the green leds of the bar graph for pressure lighting up. These malfunctions are likely due to long-term use. The unknown liquid dried inside the k-connector and 1st regulator unit was likely due to chemical residues attaching when the cylinder hose was not connected at the time of cleaning or storing the device or dew condensed from the impact of usage environment. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter regarding the event and the initial reporters occupation.

Event description:
Customer response received on (B)(6) 2021. Additional information answered by assistant nurse manager. Procedure was laparoscopic bilateral salpingo-oophorectomy (bso). The procedure was completed with a different tower. There was no adverse effect to the patient, but the case was prolonged because the tower needed to be switched out.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the user report. The device was functional. However, it was found 2 green leds for the bar graph indicator (for measuring pressure) were illuminated when the device was powered on due to a faulty main board. An unknown liquid was also found dried in the k-connector. This liquid could invade into the first regulator unit. The top and bottom chassis were found to be heavily rusted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the high flow insufflation unit was not working correctly during an unspecified procedure. As reported, the device was "reading 15" and not filling the abdomen. There was no patient harm or impact to patient care reported for this event.